Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings: an inspection of the pump revealed no visible damage to the keypad. During testing, all the keypad buttons responded properly. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast keypad buttons. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.